Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation was due to a rupture. Device evaluation: a visual and microscopic analysis was performed which identified creases fold, and sharp opening on radius due to a surgical impact opening, for the non-penetrating nicks in the shell. A dimension measurement in the shell was performed which identify the thickness within specification base on the device analysis the final assessment is: a sharp opening on radius due to a surgical impact opening this is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record is for the right side.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record is for the right side.